Event description:
Upon testing, this lead demonstrated improved values in unipolar configuration in comparison with measured values in bipolar configuration. This lead was capped assuming insulation failure. There are no adverse events reported for this pt.